Event description:
On july 08, 2022, the lay user/patient contacted lifescan (lfs), alleging that their onetouch verio reflect meter would not power on. The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged power issue began on (B)(6) 2022. The patient manages their diabetes with a combination of insulin on a fixed dose and sliding scale. As a result of the alleged issue, the patient claimed they ate more food and took more medication (type/dose not reported). It was not reported if the patient developed any symptoms however the patient claimed they had to attend the emergency room (ER) late afternoon on (B)(6) 2022 as they were unable to test their blood glucose due to the alleged issue. The patient claimed their blood glucose was found to be ¿700 mg/dl¿ on arrival at ER and claimed they received health care professional treatment of an increase in their dose of insulin. At the time of troubleshooting, the cca noted the subject meter was not being used for the first time and there was no indication of misuse to the device. The cca noted the meter would not power on manually when the power button was pressed or when a test strip was inserted. The cca noted that based on the information provided, the batteries did not needed replaced. Replacement product was sent to the patient. This complaint is being reported because the patient claimed they were unable to test their blood glucose due to the alleged power issue and reportedly received medical intervention for an acute high blood glucose excursion after the alleged issue began.